Event description:
Elderly male with pmh significant for stage d ischemic cardiomyopathy (ef 25%-30%) with lvad in place as destination therapy (5+ years ago) it is heartmate ii. Control alarming at home (patient paged provider) - requested patient to connect to power module and read vad parameters. Patient stated that everything was at 0. No flow, 0 speed, 0 pi and 0 power. Advised to change controller at home. Successfully changed controlled and regained vad function with parameters going back to baseline. Flows were 5 lpm. Received another page 20 min later stating controller was alarming again, indicating power disconnect in single lead. Asked pt to clean batteries and clips and insert clean batteries. Alarm resolved for short period of time. Paged again, stating controller is alarming none stop. Red heart alarm. Patient's wife stated that on monitor it showed pt had no flow, speed was 0 rpm, 0 pi and 0 power. Indicating second controller failed. Mostly likely due to electrical short. Suspected fracture in the driveline of the pump. Patient was advised to call ems and emergently transferred to closest hospital. Due to lvad not functioning, advised the wife of the patient to disconnect controller from patient. It was alarming continuously and not providing any support to patient. Pt. Started on dobutamine drip and cardiothoracic surgery notified in am. Early in the same morning patient became hypoxic refractory to max bipap settings requiring intubation and arrested. Patient was coded 10 times with intermittent periods of sustained pulsation that lessened as he became increasingly unstable. Patient was coded for approximately 45 minutes. Patient was pronounced that morning. Family refused autopsy. Device was not removed.